Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. According to information from our field service engineer, the reported issue could not be reproduced. The device logs were not provided and no further issues have been reported after the reported event. The root cause to the reported issue cannot be established by this investigation. However, previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented in higher software version. A field action to upgrade the software began in june 2022.